Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that there were scratches on the screen that affect the ability to read the screen a little bit. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self-test and displacement test. Device back light function properly. No back light anomaly or audio or beep anomaly noted during testing. Device had minor scratched lcd window. (B)(4).